Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of evet occurrence. The procedure was aborted. The customer has initially resolved the issue without informing the resolution. Upon further investigation with the customer, it was found that the customer dragged the footswitch outside the door and closed the door that cut the footswitch cable, and was warned by field engineer this was wrong operation. The customer has reconnected the cable for urgent use as required by customer, the reconnected cable did not last long, and the wired footswitch subsequently became inoperative. However, the authorized service engineer (asp) went onsite and checked the wired foot switch and found that the fluoroscopy button was not working. The asp replaced and returned the defective foot switch to philips for further analysis. The analysis confirmed that the cable was fully cut. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer has dragged the footswitch outside the door and closed the door that cut the footswitch cable. Furthermore, despite warnings from the service engineers, the customer proceeded to use the system by reconnecting the cable and the issue resurfaced again. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during an open reduction and internal fixation surgery of a fractured humerus, the foot switch did not trigger exposures. The system was rebooted with resolve. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was aborted. The customer has initially resolved the issue without informing the resolution. Upon further investigation with the customer, it was found that the customer dragged the footswitch outside the door and closed the door that cut the footswitch cable, and was warned by field engineer this was wrong operation. The customer has reconnected the cable for urgent use as required by customer, the reconnected cable did not last long, and the wired footswitch subsequently became inoperative. However, the authorized service engineer (asp) went onsite and checked the wired foot switch and found that the fluoroscopy button was not working. The asp replaced and returned the defective foot switch to philips for further analysis. The analysis confirmed that the cable was fully cut. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer has dragged the footswitch outside the door and closed the door that cut the footswitch cable. Furthermore, despite warnings from the service engineers, the customer proceeded to use the system by reconnecting the cable and the issue resurfaced again. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.